Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that on the inpatient allogenic unit during a blood transfusion, blood was noted leaking from the infusion pump. A small puncture was found on the silastic portion of the tubing. No patient harm was reported.

Event description:
The customer reported that on the inpatient allogenic unit during an o positive blood transfusion (269 vtbi), blood was noted leaking from the infusion pump. A small puncture was found on the silicone segment of the tubing. The transfusion was stopped, and the patient did not receive the complete dose of the red blood cells. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a puncture in the silastic tubing was confirmed. Visual inspection of the set noted no initial discernible signs of damage or abnormalities. Examination under magnification of the silicone pump segment revealed a small, rough-edged hole in the tubing, just below the upper retainer ring. Both retainer rings were in place and intact, and neither the upper nor lower fitment showed evidence of damage. Functional testing was performed and due to the amount of blood present in the tubing, it was unable to be drained or re-primed. Fluid flow was completely restricted. The root cause of the customer¿s report was not determined.